Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No unexpected numbers ramping noted during the testing. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that keypad was hard to press. Customer stated that numbers was ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer also stated that keypad was responsive. Customer stated that keypad still appears to be a little protruded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.